Event description:
The customer reported that their AED is displaying a service code warning for battery pack discharge scr4. The customer changed the 9v battery, the AED resets but there is no change. The reported event did not occur during patient use.

Manufacturer narrative:
Analysis of the log files from the AED showed that the battery pack had service code warnings related to the user's failure to promptly address red asi warnings which reduced battery life expectancy. The maintenance schedule is not known. The customer was advised to remove the AED from service and return to the manufacturer for further evaluation. The IFU states: improper maintenance can cause the defibtech ddu series aeds not to function as designed. Maintain the AED only as described in the user manual and operating guide. The AED contains no user-serviceable parts- do not take the unit apart. The available information does not reasonably suggest that the device did not perform as intended or failed to meet product specifications when it was shipped to the customer. This device is used for treatment, not diagnosis. Should additional information become available a follow-up MDR shall be submitted.